Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that as of (B)(6) 2016 the patient's pump was still empty and not resolved as they could not find a physician that either fills or takes the patient's insurance.

Event description:
Information was received from a consumer regarding a patient who was receiving an morphine at an unknown concentration and a dose of 10 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient "parted ways" with his healthcare provider (hcp) and his pump went empty "2 weeks ago". The patient became sick, was vomiting, and had cold chills. It was noted that the patient was sitting in a tub trying to warm up. It was stated that the patient needed to find a closer hcp to fill his pump that will also accept the patient's insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.